Event description:
The reporter stated that she did back to back blood glucose testing, within 10 minutes, using separate fingersticks. Her results were 227 and 109mg/dl. She did not have any symptoms. A control solution test was not done since the reporter did not have any control solution available.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8